Manufacturer narrative:
Failure analysis noted that the pump alarmed motor error during rewind due to corroded motor home switch. There was no compromised force sensor system alarm noted. The pump had minor scratched lcd window, cracked display window corners, cracked reservoir tube lip, cracked reservoir tube. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was unknown at the time of incident. The customer stated that he received the alarm every time he fills his reservoir. The customer stopped using the pump and reverted back to an old backup pump. He was able to clear the alarm and continue using the pump but he started to receive motor error alarms. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.